Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Although the defect could not be confirmed, corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: repeated air in line alarms. Detailed inquiry description: med center health went live with space pumps in mid december. The have experienced intermittent issues with air in line and when it occurs they are repeating and unmanageable. They have been receiving almost all updated tubing since go-live. The following statement is directly from the customer. We have still had issues with air in line associated with the portless tubing. It is not making a notable difference in the recovery unit the patients that come to us with portless tubing vs the ones that come to us with original port tubing. Today for example, out of our 7 pumps patient came up on 3 have had continuous issues with the most notable to be the norepinephrine infusion. Essentially we have been going no more than 5 minutes without alarms while recovering this heart. It is unclear if this customer is experiencing actual air in the line or not. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.